Manufacturer narrative:
An event regarding femoral stem loosening involving an mrs stem was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review there were no reported discrepancies for the referenced lot. Complaint history review. There were no other similar events for the reported lot. The exact cause of the event could not be determined because device is not return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had a loose gmr's cemented stem. So surgeon had biomet manufacture a custom adaptor to join a biomet compress femoral implant with a gmr's distal femur. Surgeon elected to put in all new components with exception of the tibial baseplate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that patient had a loose gmrs cemented stem. So surgeon had biomet manufacture a custom adaptor to join a biomet compress femoral implant with a gmrs distal femur. Surgeon elected to put in all new components with exception of the tibial baseplate.